Event description:
It was reported that the surgeon attempted to insert an aq2010v silicone three piece and discovered the capsule had been torn during phacoemulsification. The lens was partially inserted and removed. The incision was enlarged and a vitrectomy was performed. The wound was sutured after an anterior chamber lens was implanted. This customer uses a competitor's phacoemulsification equipment.

Manufacturer narrative:
Results - visual inspection of the returned product showed that there was no visible damage to the lens. There was evidence of both a reddish and a clear surgical residue. Both sides of the optic and haptics were checked for sharp/rough edges and edges were found to be acceptable. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.